Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is to report a malfunction relating to the positioning of an evolution fully covered stent. During the release of the stent it blocked about halfway through release. The sheath was broken at the height of the yellow marker. After this incident, the doctor removed the blocked stent and inserted another stent of the same size which was successful.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2232211 involved in this complaint was returned for evaluation, not with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 16th of april 2025. On evaluation of the device, the following was observed: visual inspection: stent returned partially deployed. Retaining wire housing (red cap) of safety wire returned separately, safety wire still in place. Directional button is in the deploy position. Red shuttle past ponr on the last dimple. Break at outer sheath at the yellow marker approx. 12cm from the white tip. Ruler ipe0504-4. Functional inspection: handle actuating fine for deployment and recapture. Unable to remove safety wire. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2232211. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture, as per additional information the stricture was not dilated before stent placement and resistance was felt when passing wire guide and during device insertion. It is possible that during deployment a build-up of pressure led to the outer sheath break which would have made it difficult to deploy the stent. The outer sheath break would make it difficult to remove the safety wire. In the lab evaluation it was also noted that the retaining wire housing (red cap) of safety wire was returned separately as per additional information "were any other defects (other than the complaint issue) observed on the device prior to-no" therefore the retaining wire housing most likely broke off during the return of the device. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.